Event description:
A few weeks ago, there was a 5 min disruption of telemetry monitoring during the unplanned system reboot at 0630; then at 0830, 15 min of unplanned downtime for each of the two central stations (each managing 48 patients per station), and at 1000, the whole system went down unplanned for approximately 5 min. There is supposed to be redundancy with the philips system, but the 'b' switch is not working, so there is no redundancy. Philips does not know yet why the system rebooted at that time and why the 'b' switch is not working consistently. The field engineer was on site troubleshooting. A few days ago, there was a complete failure of telemetry for approx. 1 hr. Manufacturer response for telemetry monitor, piic ix software b.01.02 (per site reporter): philips has responded and a field engineer has been on site with each occurrence.

Event description:
A few weeks ago, there was a 5 min disruption of telemetry monitoring during the unplanned system reboot at 0630; then at 0830, 15 min of unplanned downtime for each of the two central stations (each managing 48 patients per station), and at 1000, the whole system went down unplanned for approximately 5 min. There is supposed to be redundancy with the philips system, but the 'b' switch is not working, so there is no redundancy. Philips does not know yet why the system rebooted at that time and why the 'b' switch is not working consistently. The field engineer was on site troubleshooting. A few days ago, there was a complete failure of telemetry for approx. 1 hr. Manufacturer response for telemetry monitor, piic ix software b.01.02 (per site reporter): philips has responded and a field engineer has been on site with each occurrence.